Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's touch stylus pen would not calibrate, that it would not work and information on the programmer screen could not be selected. It was noted that the pen had been replaced but it remained about 1/2 inch off. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the stylus would not calibrate, as a result the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the display was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.